Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended acceleration was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly a failed e-box was identified, which can lead to the reported failure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.